Manufacturer narrative:
Follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0579, awareness date 14-aug-2015): the consumer stated the implant procedure itself was horrendous. She was experiencing anxiety and severe panic attacks and stated that the emotional toll was still a battle. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and one coil came out. She was submitted to a hysterectomy 63 days after essure placement. The reported event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given the positive temporal relationship and considering its nature; causality with the suspect device cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a hysterectomy was required. A product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued; since this case was received via (B)(4).

Event description:
This is a spontaneous case report received via media coverage from a (B)(6)-year-old female consumer in united states on (B)(6) 2015. It refers to herself, who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015. Consumer stated her procedure was promised 20 minutes and it was 3 hours. 63 days later she underwent a hysterectomy. One coil came out. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and one coil came out. She was submitted to a hysterectomy 63 days after essure placement. The reported event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given the positive temporal relationship and considering its nature; causality with the suspect device cannot be excluded. This case was regarded as incident since a hysterectomy was required. A product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued; since this case was received via (B)(4).